Event description:
During an unknown hand procedure on (B)(6) 2013, the quick coupling for k-wires did not hold the wire or pins securely and the small battery drive did not run at full capacity. It is reported a spare battery drive and coupling were used to complete the procedure with no further problem, no delay in procedure, and no harm to patient. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04236.